Event description:
It was reported that the deep brain stimulation (dbs) patient reported needing to charge the implantable pulse generator (ipg) more frequently. Prolonged charging sessions caused the ipg site to become warm and uncomfortable, preventing the patient from achieving a full charge. The site also exhibited inflammation and swelling. As a result, the patient underwent a revision procedure in which the ipg was replaced. Additional information was received that indicated the ipg was explanted in (B)(6) 2025 the exact date is unknown. The patient was doing well postoperatively.

Manufacturer narrative:
A review of the manufacturing records associated with this ipg indicated that it was successfully processed according to requirements. The DHR did not identify any manufacturing process-related non-conformances, scrap, or rework performed during production that could have caused or contributed to this event. The DHR review ensures each device meets required specifications and associated testing prior to release for distribution/sale. The returned ipg was analyzed and displayed typical characteristics throughout both visual and functional assessments. It was successfully recharged within a four hour cycle, and analysis of the device data logs revealed that the highest temperature recorded during implantation was within the expected range. However, a review of the charging log revealed two issues that have contributed to the inability to charge or longer charging time than expected: possible misalignment of the charger with the ipg, causing lower than expected charge current, and possible misalignment or poor ventilation, causing the charging process to stop once a temperature limit is reached. These factors are known to contribute to charging difficulty when users dont follow the instructions for use (IFU). A labelling review was performed based on the IFU. Labeling states in order to ensure effective device communications, including device programming, and proper charging, perform the following: for rechargeable ipgs, orient the stimulator parallel to the skin surface and at a depth less than 2 cm and greater than 0.5 cm below the skin. Also, a review of the charger handbook states: for best charging results, make sure the charger is centered over the stimulator. If the charger is not centered, charging time may increase. If the charger is not centered over the stimulator, you may need to adjust the length of the charging collar using the straps. Occasionally, checking that the charger is aligned over the stimulator during your charging session is recommended, and the charging collar can be placed under or over clothing. You should not wear tight fitting or heavy clothing over the charger while charging to allow air flow around the charger. Additionally, the labeling indicated that the reported event of the patient experiencing inflammation and swelling at the ipg site, and it becoming uncomfortably hot during charging is a known risk associated with the use of deep brain stimulation (dbs). Additionally it was reported that this dbs system was used for the treatment of refractory hypertension, however, the labeling states that the boston scientific dbs system is indicated for use in the following: unilateral or bilateral stimulation of the subthalamic nucleus (stn) or internal globus pallidus (gpi) for treatment of levodopa responsive parkinsons disease that is not adequately controlled with medication, for persons 18 years of age and older, unilateral or bilateral stimulation of the subthalamic nucleus (stn) or internal globus pallidus (gpi) for treatment of intractable primary and secondary dystonia, for persons 7 years of age and older, thalamic stimulation for the suppression of tremor that is not adequately controlled by medications in patients diagnosed with essential tremor or parkinsons disease, for persons 18 years of age and older. Based on all available information, engineers concluded that the reported event of the patient experiencing more frequent or prolonged charging of the ipg was confirmed. The ipg exhibited typical characteristics during both visual and functional assessments. However, a review of the data logs revealed that the user may not have followed the proper instructions for charging the ipg. Therefore, the most probable cause of the event was a failure to follow instructions. According to the labeling, the charger must be well ventilated and properly centered over the stimulator to ensure effective charging. Additionally, the labeling indicated that the reported event of the patient experiencing inflammation and swelling at the ipg site, and it becoming uncomfortably hot during charging is a known risk associated with the use of deep brain stimulation (dbs). It was also reported that the dbs system was used to treat refractory hypertension. However, the labeling states that the dbs system is not approved for this condition and is intentional off label, unapproved or contraindicated use. A risk review of the vercise genus r16 ipg kit was completed and confirmed that the event of extended ipg charging time was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Manufacturer narrative:
Block b3: date of event - onset approximately from mid-september 2025.

Event description:
It was reported that the deep brain stimulation (dbs) patient reported needing to charge the implantable pulse generator (ipg) more frequently. Prolonged charging sessions caused the ipg site to become warm and uncomfortable, preventing the patient from achieving a full charge. The site also exhibited inflammation and swelling. As a result, the patient underwent a revision procedure in which the ipg was replaced.

Manufacturer narrative:
Analysis of the ipg database was performed and could not determine the root cause of the complaint. The thermistor data from the ipg during charging and at the time of cp connection shows the ipg temperature was within the expected range.

Event description:
It was reported that the deep brain stimulation (dbs) patient reported needing to charge the implantable pulse generator (ipg) more frequently. Prolonged charging sessions caused the ipg site to become warm and uncomfortable, preventing the patient from achieving a full charge. The site also exhibited inflammation and swelling. As a result, the patient underwent a revision procedure in which the ipg was replaced. Additional information was received that indicated the ipg was explanted in (B)(6) 2025 the exact date is unknown. The patient was doing well postoperatively.